Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.

Event description:
Customer reports: there is a problem with the balloon as it does not remain inflated. When tested outside the patient, half of the balloon deflated after about 45 minutes. It is the 3rd time this problem occurred with the same size of balloon and the same company. The lot numbers of the others are unknown. The device had to be reinstalled 3 times in 6 days for the same patient. There was harm to the user because the button had to be reinstalled on the patient. There was an injury at the insertion site to hold the button in place. So the gastro button is not working properly as expected. We therefore request 3 gastro buttons.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.